Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) display leds flash at power on and a beep is heard about 5 seconds. Constant alarm sounds around 25 seconds after power on. This happens on battery and wall power . There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed customer complaint. Electrical error code 5 was present indicating issue with main pcb. Customer has determined not to repair device. Device is non-functional and not recommended for use. If additional information is received regarding repair of the device, a supplemental report will be submitted.

Event description:
N/a.